Manufacturer narrative:
The blue sureform 60 stapler reload accessory was analyzed and found failure analysis investigations was able to confirm the reported issue. Failure analysis found the primary failure of exposed blade to be related to the customer reported complaint. For clarification, the reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review and during in-house inspection. Common causes of the failure mode exposed component reloads are typically attributed to misuse. For example, firing across a staple line or other obstructions. Additional observations not reported by site was that the reload was observed to be partially fired. The reload was disassembled in-house and the cartridge appeared to be damaged near the location of the exposed component. The root cause of this failure is attributed to misuse. The reload was found to have pusher damage near the location of the exposed component. The root cause of this failure is attributed to component failure. The reload was found to have blade damage when the reload was disassembled in-house. The root cause of this failure is attributed to misuse. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of reload damage is attributed to high firing torques, which can result from firing on challenging tissue (e.g., tissue condition) or hard objects (e.g., staples). This complaint is being reported based on the following conclusion: the reload was found with damaged pushers. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the system was getting a message saying the tissue was too thick. The green reload was changed and the message continued. A new stapler was used and the issue was resolved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter was unable to recall information pertaining to this case.